Event description:
It was reported that an arteriotomy closure of a femoral artery was attempted using a starclose se device with a 6f sheath after a percutaneous transluminal angioplasty (pta) interventional procedure. Reportedly, during advancement of the thumb advancer/exchange sheath splitting, the sheath splitter went out of the sheath tube and began to cut into the distal part resulting in injury to the subcutaneous tissue. The injury to the subcutaneous tissue was confirmed to be minor by the physician and required no medical treatment. The safety release button was activated releasing the device from the patient anatomy. Hemostasis was achieved using manual arterial compression. There were no reported adverse patient sequelae. No clinically significant delay in the procedure was reported. The physician is reported to be trained in the use of the starclose se device. No additional information was provided.

Manufacturer narrative:
(B)(4). Concomitant products: guide catheter: pigtail; sheath: 6f; heparin. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation without firing the clip and the returned condition confirmed the reported incomplete thumb advancer stroke. Based on visual inspection and functional testing of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances associated with this lot. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a lot specific product quality deficiency. Based on the information reviewed, there is no indication of a product deficiency.